Manufacturer narrative:
A physio control service representative evaluated the customer's device and verified the reported issue in a review of the electronic records. During an internal inspection it was observed that there was a loose kep nut in battery well 2, which caused a high voltage drop when drawing a high current. After tightening the loose kep nut and performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information.

Event description:
The third-party service agent contacted physio control to report that their customer's device had unexpectedly lost power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.